Event description:
It was reported that the customer went to the hospital and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level of over 600 mg/dl. Reportedly, the customer inadvertently entered the bg level into the carbohydrates field in the bolus delivery menu. At the time of the report with tandem technical support there was no additional information available, and the customer was still admitted to the ICU. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide - do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.